Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during follow-up with stored episodes of non-sustained rv oversensing due to ap events blanking true ventricular events on the v sense and discrimination channels. Review of the strips revealed intermittent ventricular undersensing due to sensor indicated atrial pacing with pseudopseudo fusion, causing vs events to be blanked out. Vsp/vp events were pacing into refractory tissue. Slow intervals on the discrimination channel was seen as a lead noise. Sir indicated possible sinus tachycardia. Programming changes were made. The patient was stable before, during and after the event.